Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn. Evaluation revealed that all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed that the display screen was dim and discolored. Replacement of the display with a test display restored display function to specification.

Event description:
The pump was returned for investigation. Investigation revealed keypad damage and a dim and discolored display. This report is made based on results of the investigation performed on (B)(4) 2014.